Event description:
Reporter claims the chair has uncommanded movement while chair is in use. No injuries reported.

Event description:
Reporter claims the chair has uncommanded movement while chair is in use. No injuries reported.